Manufacturer narrative:
The tech found the siderail was missing three screws and the pivot block. The tech replaced the screws and pivot block to repair the stretcher.

Event description:
Info received indicates the right siderail will not stay in the up position.